Event description:
It was reported the patient was on the table, the physician was ablating, and the temperature spiked out of range while the wattage dropped to zero within milliseconds. Another patient had just been successfully ablated. The physician replaced the catheter and ablation was successful. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.